Event description:
It was reported that the physician expressed some concern about the position of this right ventricular (rv) defibrillation lead upon review of x-ray during the implant procedure. Pacing was noted to be satisfactory, so the physician felt good about the position of the lead and the procedure was completed. During a device check one day post implant, this rv lead exhibited intermittent loss of capture (loc) at maximum output. The patient was sent for a chest x-ray, which, showed the rv lead had dislodged. Additionally, the right atrial (ra) and left ventricular (lv) leads were noted to have lost slack and were pulled tight while the patient was standing upright during the x-ray. A revision procedure was performed. The rv lead was successfully repositioned and the slack was adjusted for the ra and lv leads. No additional adverse patient effects were reported. This device remains in service.